Event description:
It was reported during remote follow up that the right ventricular lead exhibited high impedance. No intervention was reported. There were no patient consequences.

Event description:
New information received on nov 15, 2024 indicates that the patient's right ventricular lead was removed and replaced on (B)(6) 2024. During the procedure, the patient's implantable cardioverter defibrillator was also removed and replaced for unknown reasons. Related MFR number: 2017865-2024-71937.